Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The technical service representative (tsr) assisted the home patient (hp) as the hp stated he was not sure how the alarm occurred. The hp checked all of the supplies and himself and everything seemed to be fine. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the cause of the alarm was unknown and new supplies were used to clear the alarm. The sample was discarded and a companion sample was available and requested. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During a follow-up with the customer regarding the requested companion sample, it was found that the sample was no longer available for evaluation. No further information was available. The system error 2240 (air in line) occurred during drain was not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.